Manufacturer narrative:
H3: analysis of the returned wireless recharger (s/n: (B)(6) found that the device had no visual anomalies observed. The device was unresponsive and the leds scrolled continuously. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is month/year valid. Continuation of d10: product ID wr9220 lot# serial# (B)(6); implanted: explanted: product type recharger ubd: 29-jan-2022, UDI#: (B)(4); (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that for about the past week the patient's recharger hadn't been working properly; they couldn't turn the recharger on or off and it only flashed the green battery lights. When asked, the patient said the last time they used the recharger was a couple months ago and they did not keep the recharger in the plugged in dock. Troubleshooting steps were reviewed with the patient; however, the issue was not resolved. A replacement wireless recharger was requested to be sent out.